Manufacturer narrative:
Product complaint # ==> pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow-up created as the initial submission was submitted in error before being filled out in its entirety.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Der stated that the patella locking mechanism is stuck and will not come loose. The doctor tried to free it by hitting it with a mallet and it remains stuck. This is when the doctor notified saying something was wrong. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.